Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data shows the pod completed both priming sequences and was deactivated one pulse after the end of second prime. A piece of the needle cap was found stuck inside the needle well. Upon opening the pod, it was determined that the needle mechanism had already fired, however the piece of needle cap stuck inside the bottom housing well prevented complete deployment of the needle mechanism. Removal of the top housing resulted in the needle bending under the force of the mechanism spring. The bottom housing was removed, which allowed the needle mechanism to deploy completely. The broken piece of the needle cap stuck inside the needle well was confirmed to be the cause of the reported cannula failing to deploy.